Event description:
It was reported that this insertable cardiac monitor (icm) was disable due to possible device malfunction. It was advised that the only option is explant and reimplant. It was indicated that the icm state is bootloader which is not recoverable the icm remains in service and no adverse patient effects were reported.